Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The blood glucose reading was 400 mg/dl. The customer stated that the insulin pump was not working but she was unable to troubleshoot or check the alarm history. She stated that she had a hard time seeing and would revert to her back up plan until her husband reached home. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.